Event description:
It was reported that high, out of range, hv lead impedance was noted. Lead was capped and replaced. Patient was in good condition after procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description included. A partial lead with the connector pin measuring 13.6cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.